Manufacturer narrative:
Radiometer investigations on the returned sensor cassette, used with the concerned abl90 flex analyzer showed that it was within specifications and, had not failed. The analyzer can be set to not display or print the derived parameters. Therefore it was also concluded that the concerned abl90 flex analyzer was not set to show the derived parameters by the users. As the product did not malfunction, hence the incident is no longer considered reportable.

Manufacturer narrative:
No date of event was provided. Date of event is estimated from date of awareness.

Event description:
According to the complaint, a customer found the abl90flex sensor cassette (946-010) should have the test parameters for ph, pco2, po2, cca++, ccl-, ck+, cna+, cglu, clac, ctbill, cthb, so2, f02hb, fmethb, fcohb, fhhb, fhbf. But after installation, and several tests were performed, the user found that only parameters ph, pco2, po2, cca++, ccl-, ck+, cna+, cglu, clac, cthb, so2 are reported. Meaning ctbill, f02hb, fmethb, fcohb, fhhb, fhbf are missing.